Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery; unable to confirm the e70 alarm due to erased history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin passed displacement test, basic occlusion test and prime test. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal. Customer also stated a motor position encoder error alarm was present in the alarm history. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.